Manufacturer narrative:
(B)(4). Method: the three returned complaint devices were visually inspected. The customer has reported that they were using the new draeger babylog vn500 ventilator. Fisher & paykel healthcare has contacted draeger in order to obtain a babylog vn500 for further testing, but thus far we have not been able to obtain this ventilator. Results: the visual inspection revealed that all three chambers were cracked in one or more places, along the base and above the baflle. One the chamber bases also bore a small stress mark. A lot check revealed no other complaints for this product for either of the lot numbers provided. Conclusion: we were unable to determine what caused the problem observed by the customer. However it is unlikely that the cracks to the chamber were present at the time of production. Every mr290 chamber is pressure tested to 200cmh20 following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. This suggests that the cracks occurred post production. Fisher & paykel healthcare's user instructions that accompany the mr290 chamber specify to the user to "perform a pressure and leak test on the breathing system before connecting to a patient", to refrain from using the chamber if it has been dropped and "to set the appropriate ventilator alarms" in the event a leak occurs.

Manufacturer narrative:
(B)(4). The complaint device is en route to the manufacturer. We will provide a final report upon receipt of the device and completion of our investigation.

Event description:
A hospital in (B)(6) reported that three mr290 autofeed humidification chambers had cracked during use. No patient consequence was reported.

Event description:
A hospital in (B)(6) reported that three mr290 autofeed humidification chambers had cracked during use. No patient consequence was reported.